Event description:
One endeavor rx drug-eluting stent was implanted in the 2nd obtuse marginal during a planned staged procedure. The investigator reported that following implantation of the stent an additional endeavor rx drug-eluting stent was implanted for treatment of a complication/dissection/bailout (after stent implantation to cover target lesion). Pt was discharged from hospital the following day. The pt was reported to be asymptomatic at the 30 day and 6 month follow-up stages.

Manufacturer narrative:
Evaluation codes, results: (dissection). Other (required secondary intervention).